Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify complaint. Production personnel tested attachment and it failed water and chip air leak. During disassembly noted was a moderate amount of debris on interior side of cap assembly and in head cavity. The head tail gears displayed a severe amount of debris while the tail gears displayed a slight amount of debris. The main drive dog gears were slightly worn and set gears exhibited moderate to severe wear and debris. Cap end and bur end bearing components all exhibited moderate debris and/or severe damage. It is possible that lack of lubrication may have caused friction and an accelerated wear condition for the internal components mentioned above. As a result, the tolerances between parts would tend to grow allowing more accelerated wear. This then could have caused the complete destruction of the bur end bearing retainer allowing debris to free roam inside the head cavity and possibly causing the heat that was reported in the original complaint.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.